Event description:
The customer reported via phone call that the customer was hospitalized twice within one week due to diabetic ketoacidosis. The customer's wife called paramedics who transported the customer to the hospital. Blood glucose levels at the times of admission were over 600 mg/dl and 751 mg/dl. The customer stated that the customer had not been wearing the insulin pump for about two months prior to the hospitalizations. The customer stated that the insulin pump's motor would not move with or without the reservoir in place, causing him to not use the device. Most recent blood glucose level at the time of the call was 328 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.